Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/21/2017 with the following findings: investigation revealed the "ok" and "down" buttons are under responsive. The "up" button is unresponsive. The display is dim and discolored. No damage or defect was found to the pump¿s keypad button contacts. Moisture was observed on the keypad flex connector, printed circuit board, and motor assembly.